Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a ¿fill tubing¿ screen with the ¿press and hold¿ option disabled, multiple on-screen buttons were unresponsive, and the device had a large cracked touchscreen while the user was changing supplies; the user wears the device in a flip belt and a replacement unit was provided, after which setup with a libre 3 plus was completed and blood glucose at the time was 96 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related issue consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.